Manufacturer narrative:
(B)(4). Batch # 296a84. Additional information was requested and the following was obtained: what were the indications for surgery? Colon cancer, very low. What surgical procedure was performed? Left hemi colectomy. Why did the surgeon convert to a stoma versus re-constructing the anastomosis? The tumor was very low to rectum, and they didn´t have the space or the length do try again with the anastomosis. Did the patient receive any preoperative chemotherapy or radiation? Was this the first firing of the device? In no, what is the scrub¿s experience with reloading the device? Yes I was the first firing. Were there any difficulties in loading the device? No. What did they do to ensure that the cartridge was snapped in prior to closing the device? The surgeon are used to use this device, and she didn´t think anything was wrong before firing. When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? No, it was the same as always when using this device. Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? There was no stapler. What is the current status of the patient? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that during an unknown procedure, the stapler only cut the staple line, but did not staple. They had to do an extirpation on the patient. The patient planned to have an end to end operation, but instead got a permanent stoma.